Event description:
It was reported that the pump touch screen would intermittently time out too soon. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.